Manufacturer narrative:
Product complaint # (B)(4). H3 investigation summary: actual customer complaint sample or same batch representative sample are not returned. Same batch manufacturer retained sample evaluated for [appearance] and [tensile strength] per current version of sop-06-14 and no issue found, detail testing data please refers to investigation plan. DHR reviewed and no issue found. The root cause of this complaint can¿t be determined, this complaint data will be kept for trend analysis. Device history review: the device history records reviewed, and no issue found. The manufacturing date is [2018/01/18] and expiration date is [2022/12/31]. The following information was requested, but unavailable: in relation to needle, what is the approximate location of suture breakage? Did the suture separate completely? What tissue was being approximated or sutured when it broke? All answers above are unobtainable. Once there is any update, we will update the information.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. In relation to needle, what is the approximate location of suture breakage? Did the suture separate completely? What tissue was being approximated or sutured when it broke?

Event description:
It was reported that a patient underwent a debridement procedure on (B)(6) 2021 and suture was used. During the procedure, the suture broke. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.